Event description:
It was reported that during preparation a burning plastic smell when turning on the system. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The device was not returned for product analysis; therefore, no physical analysis of the console could be performed to confirm the reported burning plastic odor allegation. A technical evaluation was conducted in a medical engineering workshop, during which the reported condition could not be replicated, no evidence of overheating, damage, or electrical failure was observed, and all system functionality and electrical safety tests were successfully completed, confirming the console was fully operational. A device history record (DHR) review did not identify any manufacturing deviations or nonconformances, and the console was confirmed to have been manufactured in accordance with the device master record. A risk review verified that the event type device - smoking is defined and accounted for in the product risk documentation, supporting an acceptable risk benefit profile. A labeling review confirmed that the instructions for use include appropriate warnings related to fire and flammability risks associated with system operation and that there is no indication the console was used outside of the IFU. Based on the information available and the absence of the device for product analysis, no device malfunction was identified, the reported allegation could not be confirmed, and the most probable conclusion is no problem detected, with no escalation required.

Event description:
It was reported that during preparation a burning plastic smell when turning on the system. The procedure was completed with this device. There were no patient complications.